Event description:
A ventilator was returned to the manufacturer for preventive maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center test step failures indicating positive flow verification failures were observed. The device's oxygen blending module board was replaced to address the issues. Additionally, not related to the reportable issue. The device's motor blower assembly, stirring fan foam, micron filter and trilogy o2 pm kit were replaced per preventive maintenance protocol. The device was cleaned and tested and passed all final testing.